Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Six days prior to the event onset, the patient was hospitalized for another indication. Treatment for the event was not reported. At the time of this report, the patient has been discharged and has recovered from the peritonitis event and was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.